Event description:
A customer reported a cartridge alarm 20 during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by arranging for a replacement pump with updated software to be sent to the customer. The customer was instructed on storage mode procedures and advised to return the malfunctioning pump to tandem. The customer acknowledged these instructions and was informed about the availability of training and the necessity of utilizing a backup therapy of multiple daily injections (mdi) to ensure uninterrupted insulin delivery.